Manufacturer narrative:
The meter was returned for investigation. Upon investigation of the returned meter, conductive rubber was found to be improperly adjusted.

Manufacturer narrative:
(B)(4)

Event description:
The patient stated that the segments in the result field of the coaguchek xs meter display were fading. The customer performed a display check and segments were missing from the left "8" of the result field, so that the value appeared to be a "2". There was no allegation of an adverse event due to using this meter. The patient's meter was requested for investigation.